Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a torn cable without any contact with instruments or other collision with other objects. Instruments were checked thoroughly and to the best of customer's knowledge for damage before the operation. There was a delay of less than 15 minutes. The procedure was completed with no reported injury.